Manufacturer narrative:
(B)(4). On (B)(6) 2012 baxter local affiliate from (B)(6) contacted the renal unit and received additional information from the registered nurse (rn). The rn stated that the patient was not on antibiotics for peritonitis. The rn clarified the patient had an infection which was unrelated to dialysis therapy. No adverse event occurred from this incident.

Manufacturer narrative:
(B)(4). The device involved in the incident is unknown. The sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted.

Event description:
This is a report of a home patient (hp) from (B)(6) who contacted baxter technical service to report that his peritoneal dialysis (pd) transfer set had become separated during peritoneal dialysis therapy. The caller clamped the line. The technical service representative (tsr) told hp to contact the registered nurse, doctor, or hospital as soon as possible. The hp stated he is on antibiotics. The hp mentioned (B)(6) hospital but it was not clearly stated if the patient was currently in the hospital at the time of the event. The sample is not available. No further information was provided.